Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600mg/dl. Troubleshooting was performed. It was stated that the settings on the insulin pump were correct. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.